Event description:
Healthcare professional reported removing a "defective" lap-band system with no further information. Follow-up findings: health professional confirmed there was a "leak" in the lap-band system. First noticed during patient's last fill: "was not losing weight, and ther was no restriction." Also reported: "the patient had an infection in the beginning, and the patient received some antibiotics."

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Infection is a surgical and physiological complication and an analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."